Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
Updated fields: d9, h3, h6, h10 corrected fields: b5 (information was inadvertently omitted), d5 , g2 (added selection) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective high voltage power supply (hvps) board, however, the exact cause of the defect could not be specified. It likely the hvps board failure occurred due to one of the following; the supply voltage from the hvps board is missing or too low (permanent error), and/or a short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). In addition, the following non-reportable malfunctions were found during the device evaluation. The power switch was noisy when pressed. The front panel, housing cover, and back of the chassis were scratched. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a similar device.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error and the system shut down automatically. The reported issue was found during preparation for use. The intended procedure was lap fundoplication. There was no delay. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.